Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the healthcare facility who investigated the ventilator themselves. According to provided information, no device errors could be detected, and no parts were replaced. The ventilator was tested and passed pre-use check successfully and was returned to clinical use. Provided ventilator logs were reviewed. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The logs show that the ventilator was set to prvc (pressure regulated volume control) ventilation mode and that alarms for airway pressure high, volume delivery restricted and expiratory minute volume low were generated. Those alarms indicate that the ventilator was functioning, and it attempted to deliver the set tidal volumes, but it failed due to the imposed restriction of the set upper pressure limit. In prvc ventilation mode the ventilator delivers a pre-set tidal volume, and the pressure is automatically regulated to deliver the pre-set volume, but it is limited to 5 cmh2o below the set upper pressure limit. The volume delivery restricted alarm is generated when the set volume is not attained due to the imposed restriction of the set upper pressure limit (-5 cm h2o). The airway pressure high alarm is generated when the upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. This can be experienced as no gas flow is delivered thus generating the alarm expiratory minute volume low. According to the test log, successful pre-use checks were performed prior and after the event. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. There is no indication of a ventilator malfunction at the time of the event. The difficulties may either be related to not optimal parameter settings of the device for the actual patient condition or an increased expiratory resistance in the patient¿s breathing system.

Event description:
It was reported that there were alarms for high airway pressure with low expired tidal volumes. There was no patient harm. Manufacturer's ref#: (B)(4).